Event description:
It was reported that during a celiac stenting procedure, a stent dislodgement occurred. The 85% stenosed lesion was located in the severely calcified and severely tortuous celiac trunk. Vascular access was obtained in the femoral artery. The physician advanced the express biliary ld premounted stent system towards the lesion, however severe resistance was encountered. The physician had to "almost make a u-turn" in order to advance the express biliary ld due to a 45 degree curve into the celiac trunk. The physician contained to advance the device towards the lesion, however, the stent dislodged into the celiac trunk. The physician was able to snare the stent and remove it from the pt. Due to the amount of radiation exposure, the pt was subjected to during the procedure, the physician decided to end the procedure. No pt complications were reported and the pt's status was noted as "ok". The procedure was successfully completed the next day, 2009. It was noted that vascular access was obtained in the arm which made pushing the wires" "towards the lesion site much easier".

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.